Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a type ia endoleak requiring intervention (evar repair). The rep was notified of the repair after it concluded. Non-endologix products was used in the repair which concluded without incident. The patient, post-procedure, is reported as good.

Manufacturer narrative:
At the completion of the clinical evaluation, based on lack of medical information and/or images received, there were no evidence to support the following reported events. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: event: (adverse event or product problem)describe event or problem -please update (suspect medical device) model #, lot #, expiration date-please update with new information in the fields. (Suspect medical device) operator of device- please remove physician and add health professional (suspect medical device) implant date-please update with new date. (Suspect medical device) concomitant medical products- please update with new information in the field. (Device manufacturer only) device manufacturer date-please update new date.

Event description:
Endologix was made aware of a type ia endoleak requiring intervention (evar repair) on (B)(6)2018 by dr. Pons. A non-endologix product ( z-fen) was used in the repair which concluded without incident. The patient, post-procedure, is reported as good. Patient initial case was done on 06/17/2013. No further information was provided.